Manufacturer narrative:
Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Leaflet tears resulting from manufacturing/packaging non-conformances also have the potential to result in valvular dysfunction if not detected prior to implant. The subject device was not yet returned for evaluation. Once received an evaluation of the product will be performed. A supplemental report will be submitted accordingly once the evaluation has been completed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 27mm aortic pericardial valve, implanted seven (7) years and nine (9) months, was explanted due to acute aortic regurgitation secondary to leaflet tear. The device was originally implanted at a different hospital for aortic valve replacement to correct aortic stenosis. After an implant duration of approximately seven (7) years and eight (8) months, symptoms of lung congestion and breathlessness appeared although problem was not observed through echocardiography the patient took a month ago. The patient was reexamined and one of the leaflets was found torn apart from the stent post and it led to acute aortic regurgitation. This device was explanted and replaced with a 25mm inspiris resilia aortic valve with no adverse patient events reported. The patient status was reported as ¿recovered¿. The device was returned for evaluation. Multiple cardiac surgical procedure: mitral valve plasty and tricuspid annuloplasty at implant.

Manufacturer narrative:
H3: evaluation summary: as received, reports of regurgitation and leaflet tear were confirmed through observed leaflet tear. X-ray demonstrated wireform intact and minimal calcification on leaflet 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­7mm on leaflet 2 at the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 4mm at commissure 1 and leaflets 1 and 2 by approximately 2mm at commissure 2 on the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 3 had a 6mm tear near commissure 1. All three leaflets were observed to be thickened and swollen near the commissures. Leaflet 1 was also observed to be thickened and swollen at the cusp area. Sutures remained attached to the sewing ring around leaflets 1 and 3. Wireform was exposed around leaflet 3 on the outflow aspect.

Event description:
Edwards received information that this 27mm aortic pericardial valve, implanted seven (7) years and nine (9) months, was explanted due to acute aortic regurgitation secondary to leaflet tear. The device was originally implanted at a different hospital for aortic valve replacement to correct aortic stenosis. After an implant duration of approximately seven (7) years and seven (7) months, there was no problem observed by echo. After an implant duration of approximately seven (7) years and eight (8) months, symptoms of lung congestion and breathlessness appeared. Through re-examination, one of the leaflets was found torn apart from the stent post and it led to acute aortic regurgitation. This device was explanted and replaced with a 25mm inspiris resilia aortic valve with no adverse patient events reported. The patient status was reported as ¿recovered¿. Hospital had the device and it will be returned for evaluation. Multiple cardiac surgical procedure: mitral valvuloplasty and tricuspid annuloplasty at implant.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.